Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer's blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were stuck and the numbers were ramping up without input. Customer stated that the insulin pump was not exposed to a change of altitude.the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Findings: unit received intermittent button response due to flattened up (creased) button dome switch. No unlocked keypad connector during visual inspection. Unit leak test passed. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.